Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 1ml. The following information was provided by the initial reporter, "bd plastipak 1ml syringe, lot: 1906001 with a contaminated plunger."

Manufacturer narrative:
Investigation summary: one photo was received for evaluation by our quality team. Upon visual examination, our quality team verified a black matter on the plunger nerves. The particles were identified to be degraded particles of polypropylene. A device history record review found no non-conformances associated with this issue during production of this batch. During the molding process, the injection machine is ran to clear any particles such as degraded polypropylene and the first few pieces are rejected. Machines routinely undergo proper maintenance and cleaning. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based upon the visual inspection of the photo received and the quality team's investigation, the root cause was determined to be polypropylene particles that generated in the injection machine, the pieces not being properly scrapped by personnel, resulting in the product issue. Our manufacturing staff has been notified of this incident. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that foreign matter was found before use with a syringe 1ml. The following information was provided by the initial reporter; "bd plastipak 1ml syringe, lot: 1906001 with a contaminated plunger."